Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing. Flash in the cover block was discovered. An orange foreign material was also observed in the cover block. A DHR review was performed with no evidence to suggest a manufacturing related cause. A CAPA was previously initiated to evaluate this issue. The CAPA identified flash in the cover block as the probable root cause of this issue. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "it was unable to confirm the details of how the complaint occured". No additional information available.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "it was unable to confirm the details of how the complaint occured". No additional information available.